Event description:
The customer reported that during an angiographic procedure as the physician was about to inject contrast he saw air bubbles come into the device. Not further information was provided by the customer. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A review of the device history record could not be performed as the customer did not provide a lot number. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed. Conclusions: method other, device history record could not be reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.